Event description:
The customer reported no vertical movements with no error displayed. The problem occurred in preparation for procedure. They were able to complete the procedure. No pt injuries were recorded.

Manufacturer narrative:
The ge rep replaced the power supply.